Event description:
The device was delivered uneventfully to the treatment site in the sfa using an antegrade approach. Upon deployment, only the first 1.5-2cm of the device deployed. Attempts to fully deploy the device resulted in repeated breakage of the deployment line. Following multiple failed attempts at deployment and with no recapture of the device possible, the pt was converted to open surgical bypass repair. Pt is recovering well.